Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained right ventricular oversensing (nsrvo) episodes were observed on stored egms. Review of the electrocardiograms from june 15th and june 19th revealed loss of capture in the ventricular channel after a paced event. The loss of capture allowed an intrinsic event to occur shortly after, which led to temporary oversensing. The patient was brought into the clinic for further evaluation. Programming changes were made. The patient was stable throughout the event.